Manufacturer narrative:
Section d4 has been updated to display the correct lot number of 20i032fhx.

Manufacturer narrative:
(B)(6). The complainant indicated that the device will not be returned for evaluation as it was discarded; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the connection was difficult to screw and it broke which caused the feeding set to leak. There was no injury for the patient and there was no impact on the procedure time. The nurse took another set.